Manufacturer narrative:
The electrode was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported complaints the most probable cause of the reported event can occur from mechanical overload by the application of excessive force and improper handling, the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and or higher output settings on the electrosurgical generator. The original equipment manufacturer (OEM) conducted a review of the device history records (DHR) for the concerned lot number and found no deviations or non-conformities during the manufacturing process. If the electrode is returned to olympus for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary medwatch (#mw5074270) that states during a transurethral resection of a prostate (turp) procedure, the roller ball of the electrode broke off inside the patient. A second electrode from the same lot was used and malfunctioned. The user facility informed olympus that the ball and other debris from the first electrode ended up in the patient's bladder. The second electrode burnt up and the distal end fell apart as well, but no device fragment fell inside the patient. The user switched to a loop electrode, and was able to complete the procedure. There was no patient injury reported. The staff was uncertain if the parts were successfully extracted from the patient, however, a post operative x-ray was performed on the patient the same day which showed no evidence of a foreign body. The patient was discharged in good condition. In addition, no bleeding to the patient occurred as a result. There was no sparking/arcing observed during procedure. The electrode was inspected prior to procedure with no obvious anomalies noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update. A visual inspection of the received condition of the electrode was performed and found the roller and the wire of the electrode was completely broken and missing. The distal end of the electrode was inspected under a microscope and revealed both the gray colored insulation posts are charred/burned.